Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer called about an alarm and messages in the message center stating may require maintenance. Customer was informed to transfer patient to another unit and they were looking for one. There was no patient harm reported.

Manufacturer narrative:
Contact person name: (B)(6). Customer called a getinge field service engineer (fse) for the issue and fse recommended to obtain a backup pump and switch the patient over to it. Customer did not provide any more information. The device is not repaired. As of now the investigation is closed, if any new information received in future related to part replacement will reopen the complaint and update it. H3 other text : issue was addressed on call.

Event description:
N/a